Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that it was observed that in magnet mode the pacemaker paced at 65 bpm. The physician suspected a device malfunction since magnet mode was said to be around 65 bpm. The device remains in use. No patient complications have been reported as a result of this event.